Event description:
MRI compatible ventilator in use while patient receiving a diagnostic MRI and began to show alert across screen of exhalation alarm. Patient continued to be monitored, maintaining 02 sats and ventilation during remainder of MRI. New back up cassette inserted into MRI compatible vent and processed correctly. Patient was then immediately switched back to regular ventilator. Company was notified and requested resp care manager sequester the cassette in her office. Also, notified manager that it was ok to continue use with the back up cassette. Company rep to pick it up and download information. Patient does not appear to have received any harm from the alert. ====================== manufacturer response for MRI compatable ventilator, servo MRI compatable ventilator (per site reporter) ====================== request to sequester cassette in secure place for company rep to come and acquire and download information.